Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) of >600 mg/dl with vomiting resulting in hospitalization from (B)(6) 2013 at 11:00 pm until (B)(6) 2013. The patient reported he had diagnoses of extremely high bg and acute minor kidney failure on hospitalization. The patient reported being treated with IV fluids and had been discontinued from insulin pump therapy during the hospitalization. The patient was reportedly discharged from the hospital resumed on insulin pump therapy. The patient further reported during hospitalization, blood work was performed for kidney functions until the kidney function issue resolved to normal. The patient alleged the elevated bg and subsequent hospitalization resulted from four insulin cartridges, all from the same box, that had cracked while inside the cartridge compartment and leaked insulin into the pump, which prevented the patient from receiving the programmed insulin deliveries by the pump. Troubleshooting with customer support revealed the patient was preparing and using the insulin cartridges per the manufacturer¿s instructions for use. At the time of the call to animas, the patient reported that his bg was 119 mg/dl. Customer technical support made several attempt to contact the reporter in follow up to obtain further information regarding the alleged cracked cartridges; however, the patient did not respond. The subject cartridges have been requested back for investigation. This complaint is being reported because the patient allegedly experienced an adverse event while on insulin pump therapy. The allegation of cracked cartridges remained unresolved.

Manufacturer narrative:
The subject cartridges have not been returned to animas. If the devices are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.